Event description:
It was reported the plug for the patient EKG (electrocardiogram ) cable is broken. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the plug for the patient EKG (electrocardiogram ) cable is broken. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the connector for the electrocardiogram (ECG) cable was broken. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).